Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that cutting function and suction function of the probe suddenly malfunction during surgery. Patient harm and procedure details was not reported.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Two opened probes were received, with tip protectors, in a tray. The sample was visually inspected and found to be nonconforming with orange/brow foreign material on the port face and in the port. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all functional tests. The sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all functional tests. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned samples were found to be functionally conforming, therefore cut and aspiration failures as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probes were functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.